Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, on (B)(6) 2012, the patient complained of abdominal pain, where the device was placed. An abdominal examination revealed an area of erythema approximately 20 centimeters in diameter next to the stoma site. An abdominal echography and clinical exam were performed to look for signs of infection and inflammation or fluid collection. The test showed staphylococcus aureus. The patient was hospitalized and given augmentin (3g/day) from (B)(6) 2012 and pyostatine (2g/day) from (B)(6) 2012 to treat the staph infection. On (B)(6) 2012, the device fell out of the stoma site after the patient had taken a shower. The patient was taken to the emergency unit to be checked and was sent back to her medicalized home the same day. Cicatrization at the stoma site is still ongoing. It was reported the peg tube will not be replaced for approximately three months until the area has healed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): peg tube fell out of patient. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, the patient complained of abdominal pain where the device was placed. An abdominal examination revealed an area of erythema approximately 20 centimeters in diameter next to the stoma site. An abdominal echography and clinical exam were performed to look for signs of infection and inflammation or fluid collection. The test showed staphylococcus aureus. The patient was given augmentin (3g/day) from (B)(6) 2012 and pyostatine (2g/day) from (B)(6) 2012 to treat the staph infection. On (B)(6) 2012, the device fell out of the stoma site after the patient had taken a shower. The patient was taken to the emergency unit to be checked and was sent back to her medicalized home the same day. Cicatrization at the stoma site is still ongoing. It was reported the peg tube will not be replaced for approximately three months until the area has healed.